Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling of the connecting tube coating was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that their oes choledochofiberscope had a pinhole in the bending section cover. Upon inspection and testing of the returned unit, it was discovered that the connecting tube coating was peeling. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the connecting tube coating was peeling. The customer's originally reported issue of bending section cover pinhole was confirmed; due to the pinhole, water tightness was lost. The following additional findings were also noted: bending section cover has a cut, connecting tube is dented, bending angle in the up direction does not meet the standard value due to wear of the angle wire, due to a dent on the insertion tube forceps cannot be inserted smoothly, and the up/down plate was sticky. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.